Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a femoral popliteal bypass procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional: it was reported breakage suture. One unopened sample was received for analysis. The complaint sample was no returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-86008. Analysis results have been included in follow-up reports for each.